Event description:
It was reported that during a thyroid procedure, the surgeon says devices were not feeding, locking up, or not closing completely. Four devices total involved. Case completed with another device of the same product code but different lot number. There were no patient consequences reported. All devices were discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.